Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instrument confirms the observation. Based on the failure noted and previous evaluations, including evaluations by the depuy metallurgy team, the root cause is attributed to being repeatedly loaded in rotating bending fatigue beyond the material limit. No evidence of manufacturing or material defects has been observed that could contribute to the failure of these components. Based on the performed investigation, corrective action is not indicated at this time. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
Threaded tip of impactor handle has snapped off. This case has been reported by the loan kit technician during loan kit inspection.